Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the device broke in the surgeon's hands. Another device was used to finish the procedure. No pt injury was reported.